Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump got a flashing display. The blood glucose level was 10.5 mmol/l. Customer stated that the display was solid white. The product will not return for the analysis.

Manufacturer narrative:
Device powers up with an illegible partial display. After further review, the circuitry located on the left side of the lcd controller was cracked. Unable to perform displacement, and self tests due to the cracked components/circuitry.